Event description:
In (B)(6) 2010, I had essure coils put in for permanent birth control so I would not have to have surgery. By (B)(6) 2013, I was starting to have pain in my lower abdominal area. I saw several doctors (family dr., gastro dr., and finally my ob/gyn dr.) Before I found the cause of the pain. My ob/gyn doctor was not trained in how to remove coils, so I had to find another ob/gyn doctor. I had first surgery on (B)(6) 2017. Dr. Was able to remove one coil. I am in the process of getting the second surgery scheduled (maybe in (B)(6) 2017). The second coil is embedded in my uterine muscle wall. One coil was not installed correctly. I fear that I will trade one problem for another if I have a full hysterectomy. Every woman I know who has had a hysterectomy has had bladder and other issues, with no resolution. Important information: doctor did not tell me all of the risks. No one told me I may need a full hysterectomy to have the coils removed. Pain is having a negative impact on relations with my husband. Concerned that a full hysterectomy will be worse for my marriage.